Event description:
The facility rep reported an infusion pump with no audio sound during customer use, no pt involvement. The hospital rep stated that there were no reports of pt injury or medical intervention. On 11/17/2008, additional info was obtained from the customer stating that the condition of no audio sound actually occurred during a pt infusion. The nurse entered the room to find the device in the keep vein open mode with no audible alarm. The same nurse later returned to the room, and found the device flashing a downstream occlusion, again with no audible alarm. No pt injury or medical intervention was associated with the failure. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.